Event description:
It was reported by the patient's spouse that the patient presented to the emergency room. The patient's spouse stated that the patient has atrial flutter that is so low that the right atrial (ra) lead was not detecting it. The ra lead was reprogrammed and remains in use. The spouse stated that since the lead reprogramming that the patient is now falling asleep and passing out. Additional information has been attempted to be obtained, however it is not available. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.